Manufacturer narrative:
Investigation details per windchill ra606719 the customer reported that they had processed quality control (qc) to validate biovue technique on the day of the event and that the results were as expected. The confirmation was provided for the qc performed on 20 june 2024. The cassettes storage conditions were checked and found aligned with ortho's recommendations. The red cell reagent storage and onboard conditions were checked and found aligned with ortho's recommendations. The ortho laboratory specialist has checked that the analyzers daily maintenance was properly performed. A field engineer was sent on site on 20 june 2024 to perform the monthly maintenance (which did not include probes alignment verification). The customer reported that on 26 june 2024, they had re-tested this proficiency sample for antibody screening in iat using 0.8% selectogen lot 8s012 and ortho biovue system ahg polyspecific cassettes lot ahc355h in conjunction with their ortho vision biovue swift max analyzer j80003245 and their ortho vision biovue max analyzer j80002522 and that they had obtained on both analyzers a positive 1+ with cell 1 and a negative reaction with cell 2 of the red cell reagent. The analyzers order reports were provided confirming the above pattern of reactions. According to ortho lot-specific information for 0.8% selectogen lot 8s010, cell 2 is positive and heterozygous for fyb(fy2) antigen and cell 1 is negative for fyb(fy2) antigen. Therefore, it follows that: -the positive reactions obtained with cell 2 on ortho vision biovue max analyzer j80003245 is consistent with the expected reactivity of a weak anti-fyb(fy2) antibody -the negative reaction obtained with cell 2 on ortho vision biovue max analyzer j80002522 is not consistent with the expected reactivity of an anti-fyb(fy2) antibody. According to ortho lot-specific information for 0.8% selectogen lot 8s012, cell 1 is positive and heterozygous for fyb(fy2) antigen and cell 2 is negative for fyb(fy2) antigen. Therefore, it follows that the positive reactions obtained with cell 1 on ortho vision biovue max analyzers j80003245 and j80002522 are consistent with the expected reactivity of a weak anti-fyb(fy2) antibody . Ortho second level (2nd level) was consulted and stated that: -they would not exclude the possibility that the air gap broke during the dispensing of the liquids. It's very important to keep it intact when screening weak antibodies, because if the air gap breaks during the test, you may observe false negative reactions. -with the intellireport, they can check which probes dispensed the plasma and red blood cells reagent -then they would recommend performing pipette adjustment. The intellireport was provided, and 2nd level indicated that both sample plasma and 0.8% selectogen cell 2 were pipetted with pipette/probe1. The field engineer was instructed to check probe#1 alignment and this activity was completed on 04 july 2024. The stored image on the analyzer of the negative antibody screening was collected and analyzed by 2nd level. The analyzer cassette image system has performed as per design. The review of the worldwide complaint databases between 04 july 2023 and 04 july 2024 was performed for call subjects 707300/707350 (ortho biovue system ahg polyspecific cassette) and 719602 (0.8% selectogen) and lots ahc355h and 8s010. One complaint was identified with call area falseneg and lot 8s010. Detailed review of the activities for this complaint did not identify a similar profile as this complaint. Two complaints (from one same customer) were identified with call area falseneg and lot ahc355h. Detailed review of the activities for these complaints did not identify a similar profile as this complaint. No trend is identified. (Dra606718) no further investigation was performed on this incident. The potential assignable causes of the discordant negative antibody screening reaction for the proficiency sample are analyzer-related, probe1 having been misaligned and having broken the airgap and the antibody being weak and at or around the detection limit of the reagents and technique used. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents or analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.

Event description:
On 20 june 2024, a customer contacted an ortho laboratory specialist to report what was described as a discordant negative antibody screening reaction in indirect antiglobulin test (iat) for a proficiency sample using 0.8% selectogen lot 8s010 and ortho biovue system ahg polyspecific cassettes lot ahc355h in conjunction with their ortho vision max biovue analyzer 80002522. Date of event: 19 june 2024 complainant: kwon sunok - medical technologist complaint reporter: cho aran - ortho laboratory specialist reported on 20 june 2024 by kwon sunok to cho aran who reported it on the next day to ortho global technical solution center (gtsc) under phsp 32246459. Reagent(s): 0.8% selectogen (product code 719602; lot 8s010; expiry 02 july 2024) ortho biovue system ahg polyspecific cassette (product code 707350; lot ahc355h; expiry 03 august 2024) other reagent(s): 0.8% selectogen (product code 719602; lot 8s012; expiry 30 july 2024) software version: 5.15.0 proficiency information: cap survey jat-08. No further detail was provided. The sample in question is containing an anti-fyb(fy2) antibody. No further detail was provided. The customer reported that on 19 june 2024, they had tested a proficiency sample for antibody screening in iat using 0.8% selectogen lot 8s010 and ortho biovue system ahg polyspecific cassettes lot ahc355h in conjunction with their ortho vision biovue swift max analyzer j80003245 and their ortho vision biovue max analyzer j80002522 and that they had obtained: - twice a positive 0.5+ with cell 2 and a negative reaction with cell 1 of the red cell reagent on their ortho vision biovue swift max analyzer j80003245 - negative reactions with cells 1 and 2 of the red cell reagent on their ortho vision biovue max analyzer j80002522. The analyzers order reports were provided confirming the above pattern of reactions. The customer reported that this cap survey sample gave a 2+ result using an alternative commercially available method (bio-rad). No further detail was provided. The customer reported that no biased result was reported to the proficiency supplier. The customer reported that no patient had been harmed as a result of the reported event.